Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) replaced the wiring harness in manifold mf18 and ribbon cable to the diluter 3 to fix the high laser offset the repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the laser offset was high on the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.